Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - the unit was not producing an image and instead had 2 different error codes along with foreign material. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the foreign material mode could not be determined. However, it is believed that prolonged fatigue ultimately leading to an electrical component failure caused the reported image and error code failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was discovered during the device evaluation, the olympus colonovideoscope was not producing an image, and was instead displaying error codes b30 & e216. Additionally, foreign material was found in the air/water channel. There was no patient involvement during this event.